Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box revealed there is no data for the timeframe of the reported issue. Black box dates are (B)(4) 2013. The complaint was logged on (B)(4) 2013. On investigation, the pump powered on with audible tones. The presence of the audible tone confirmed that there was power supplied to the pump. On examination, the battery compartment was intact without damage. There was no evidence of moisture found inside the battery compartment. The battery cap that was returned with the pump for investigation was able to be fully tightened onto the pump. During investigation, a power loss was not duplicated.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.